Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the patient chief complaint is pain. The surgeon went in and removed the tibial component and replaced it with an attune revision fixed bearing tibial tray and insert. Surgeon went up on the poly insert one thickness. He also asked that I send the explanted components to dartmouth to be studied. The femur and patella were well fixed and not removed.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.